Manufacturer narrative:
Replacement of syringe by ocd field personnel has returned the analyzer to expected operation. No similar incidents have been logged against this analyzer.

Event description:
The customer obtained false negative results with the ortho provue analyzer while performing antibody identification testing on a patient sample with a known anti-k. The customer indicated that the provue interpreted the test result as negative. Testing performed on the same sample using the manual gel method confirmed positive reactivity. False negative test results can lead to transfusion of incompatible blood. Erroneous test results were not reported, as the test results obtained on the provue did not match results obtained with an alternate method or patient history.